Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, the mapping catheter remained blocked in the internal lumen of the balloon catheter and the catheter was unable to be moved forward or backward. When the catheters were removed from the patient, the mapping catheter was damaged on the distal end and electrodes were observed to be missing. It was noted that a complete radiological examination was performed on the patient which showed no presence of any abnormal element. The case was completed with cryo. No patient complications have been reported as a result of this event.